Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-08013 and medwatch 2210968-2012-08012. The same patient is represented in each medwatch.

Manufacturer narrative:
This medwatch report # 2210968-2013-00018 is being voided as it is a duplicate of medwatch report # 2210968-2012-08013. Please see medwatch report #2210968-2012-08013 for all information regarding this event.